Manufacturer narrative:
There is no evidence to suggest there was a device malfunction. Also, a review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
Based on the anatomy of the laa and presentation of the patient, it was suggested by the company clinical representative who was requested to be at the case, that the lariat not be used to ligate laa. However, the physician chose to proceed with the case as the patient had no other option and was consented for surgery in the event it would be required. The lariat device was advanced to the base of the laa without incident and closure was successful. Due to the anatomy, the physician encountered difficulty in removing the device from the laa. After multiple attempts, it was decided that the patient be converted to surgery. Using a thoracotomy, the surgeon removed the device without issue. The patient was reported to be doing well.